Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. The amulet was successfully implanted without incident in the lab. Later that day at an unknown time, the patient developed a pericardial effusion and it got drained out with the available cardiac windows. The patient was reported stable and was later discharged from the hospital.

Event description:
It was reported that on 06 november 2024, a 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer steerable delivery sheath. During procedure, the activated clotting levels were 287s and 16k heparin was administered. The amulet was successfully implanted after three partial recaptures without incident in the lab. Later that day at an unknown time, the patient developed a circumferential pericardial effusion and cardiac tamponade, it got drained out with the available cardiac windows. The physician mentioned the cause of effusion was amulet. The patient was reported stable and was later discharged from the hospital.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-pericardial effusion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation could not be determined the cause for the reported pericardial effusion. The reported cardiac tamponade was a cascading effects of pericardial effusion. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.